Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and intermittent lead noise oversensing resulting in pacing inhibition and false high ventricular rate (hvr) episodes. The rv lead was capped and replaced on (B)(6) 2024. Additionally, the right atrial (ra) lead was capped for an unknown reason on (B)(6) 2013. The patient was in stable condition.